Event description:
A user facility reported that the haptics of an intraocular lens were broken off and the lens looked like it had been chewed up. There was no pt impact/injury associated with this event.